Event description:
It was reported that, "dr. (B)(6) locked the derotation cap on the trio screw during the procedure. When he went to remove it the cap it would not unscrew from the screw shaft and it caused the screw to back out as the surgeon unscrewed the cap. Since we could not separate them, we had to use another screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.